Event description:
The customer reported the system did not have images on the monitors and the system did not xray.

Manufacturer narrative:
(B)(4). The ge service rep found that the memory card was broken. The ge service rep repaired the memory card. The system operates as intended.